Manufacturer narrative:
Reportable based on new information received on 14-jun-2016. It was reported that lost image occurred. The target lesion was located in a severely tortuous coronary artery. During procedure, an opticross¿ imaging catheter was selected to view the lesion; however, it was noticed that lost image occurred. It was further reported that the imaging window was separated from the lap joint. It was confirmed that the catheter was broken after it was removed from the patient body by a medical staff and was by mistake. The device was normally pulled out from the patient body. The procedure was not completed due to this event. No patient complications were reported and the patient's status is good. Device evaluated by MFR: the device was not returned for evaluation. The imaging window was separated at the lap joint area. The separate imaging window was not returned. Impedance testing shows an electrical open at distal wave form. It was unable to flush the catheter and perform image characterization test due to the returned device condition. Based on the x-ray analysis, no discernible defect could be seen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A cause of undeterminable is assigned to the missing imaging window at the lap joint. (B)(4).

Event description:
Reportable based on new information received on 14-jun-2016. It was reported that lost image occurred. The target lesion was located in a severely tortuous coronary artery. During procedure, an opticross¿ imaging catheter was selected to view the lesion; however, it was noticed that lost image occurred. It was further reported that the imaging window was separated from the lap joint. It was confirmed that the catheter was broken after it was removed from the patient body by a medical staff and was by mistake. The device was normally pulled out from the patient body. The procedure was not completed due to this event. No patient complications were reported and the patient's status is good.